Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating due to fluid loss from the reservoir. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.